Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 09-mar-2026. Investigation summary: bd had received one sample for investigation. A visual inspection of the returned sample was performed, and no instances of damaged tubes were found. Furthermore, a visual inspection was performed on 100 retained samples, and no instances of damaged tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using paxgene® blood rna tube, one tube cracked and broke during the thawing process, resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k082150. Investigation summary: bd had not received any samples or photos for investigation. A visual inspection was performed on 100 retained samples, and no instances of damaged tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using paxgene® blood rna tube, one tube cracked and broke during the thawing process, resulting in sample leakage. No adverse impact was reported regarding the patient or user.